Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the positioning issue has been completed. The root cause of the positioning issues was determined to be improper use technique related as the pump was accidentally pulled back across the valve during repositioning. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the physician attempted to reposition the device several times due to the continuous suction issues, by pulling the pigtail to the valve. During repositioning attempts, the impella popped across the valve. An echocardiogram revealed an old effusion was the root cause. This device was removed and replaced with another impella. No patient harm was reported.